Event description:
Surgeon reports four loops broken when activated. Two were discarded and two were returned for analysis. Of the two lina loops returned, one loop broke when current was applied. The second loop broke as soon as current was turned on.

Manufacturer narrative:
An extensive investigation was conducted to identify possible causes of loop breakage and target appropriate corrective and preventive actions. Electron microscope photographs were taken during the investigation. Corrective actions were implemented for the potential causes we were able to duplicate in the laboratory or identify as a highly likely cause. We also addressed potential causes that were unlikely to have caused breakage in order to add an add'l margin of safety. The location of breakage and electron microscope examination of the broken wires are indicative of the loop being subjected to pre-testing or coagulating current. It has been reported by other users that they pre-tests the loop to determine if it was active prior to using it for the intended purpose. Instructions for use specify blend one settings to be amputate the uterine body. The surgeon reported he did not pre-test and no coagulating current was used in either of the procedures in which the devices were broken. Therefore, the root cause of the broken wires in these cases remains unk. The corrective/preventive action implemented to address the issue was to add the following statement to the instructions for use - the lina loop must not be pre-tested up against bodily tissue as to assure effectiveness prior to any cutting process. Fifteen possible causes were tested. Improper use - failure to follow instructions for use was determined to be the most likely cause. Simulated use - inadvertently touching another metal surgical instrument with an active loop tested positive for breakage. Device met specification.